Manufacturer narrative:
Through follow-up communication, livanova learned that the date of the event was (B)(6) 2023, no alarm was displayed (only pump stop), the customer performed hand-crank in order to obtain the desired flow. The issue occurred two times during procedure, without any damage for the patient. As per equipment maintenance intervention prevention, the involved cp5 has been replaced by livanova field service representative. The serial read-out (real-time device parameters and setting recording file) of the cp5 control panel was gathered and analyzed, revealing that no error message was stored on the day of the event. Considering investigation results of similar cases, the possible root causes of the reported event could be due to the following contributors: (I) intermittent failure of the motor board; (ii) defective disposable pump; (iii) disturbances due to external high frequencies device.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that, during a procedure, when the medical team wants to increase the rpm, the motor stucks at the security mode 1500 rpm and stops. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information not provided. H10: livanova deutschland manufactures the centrifugal pump 5 (cp5). The incident occurred in switzerland. Field service technician dispatched to the facility didn't find any issue on the complained equipment. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.